Manufacturer narrative:
The initial MDR 2517506-2016-00507 was filed on december 20, 2016. Additional information (01/04/2017): upon follow-up with the customer, the customer stated they had replaced the integrated multi-sensor technology (imt) system sensor. The customer ran quality controls and the patient sample. The customer did not have additional discordant results after replacement of the sensor. The following codes were updated: device code result code and conclusion code. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data. Quality controls (qc) were within range when the samples were processed. The customer is using stat spin for 3 minutes at 7200 revolution per minute (rpm). Stat spins are not recommended by the tube vendor. Ccc instructed the customer to follow tube manufacturer recommendations for proper centrifugation times and speed. The cause for the customer not to follow manufacturer's specifications is failure to follow instructions. The cause for the falsely low na and cl results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low sodium (na) and chloride result were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The patient was administered sodium intravenously (IV) based upon the original results. The sample was repeated three times on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na and cl results. The patient was discharged.